Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. Troubleshooting techniques were performed however were unsuccessful. It was reported the patient was in the hospital for a non-device related reason. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Additional information was received from the field indicating the device could not be successfully interrogated. It was unknown if the device would be replaced. Records indicate this device remains implanted. Should additional information become available this report will be updated.